Event description:
According to the reporter, during a bowel resection, the handle fired successfully 2 reloads, and 2 reloads did not fire and then the handle stopped entering firing mode. The reloads that worked didn't form proper staples. Doctor had to sew over the staple line. Incident caused a delay of 60 minutes and surgeon clamped down on tissue multiple times and said that with no firing, the tissue was "beat up". Surgeon replaced reload to complete the case. Medtronic's initial evaluation of the incident is that the reload was partially fired with the interlock engaged.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the device was found to be partially fired. The product analysis noted evidence that the device was not used as intended. This issue can occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. If information is provided in the future, a supplemental report will be issued.